Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, the customer encountered an issue with malformed staples after firing a sureform 60 green reload with a sureform 60 stapler instrument. The surgeon reported there was no unexpected bleeding, or staple line holes/gaps due to this event. The malformed staples were resected out, causing "slightly more" rectal tissue to be removed than originally planned. The surgeon stated there were no post-operative complications, and no concerns for long-term complications. The surgeon stated they installed a new stapler, and it functioned as expected. The procedure was completed as planned and the patient was discharged home on postoperative day 2 and is doing well.

Manufacturer narrative:
Intuitive did not receive a sureform 60 green reload to perform failure analysis. A review of the staple logs revealed the following: the first sureform 60 stapler instrument used was installed on the system 3 times and fired 3 sureform 60 green reloads. On install 1, the first two clamp attempts were incomplete. The 3rd clamp was successful. On install 2, the first clamp was successful, and the firing was completed. On install 3, the first clamp was successful, and the firing was completed. The instrument was then removed and not used again in the procedure. Next, the logs show the second sureform 60 stapler instrument, was installed on the system 1 time and fired 1 sureform 60 green reload. On the only install, the first clamp was successful, and the firing was completed. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. A review of an image provided by the customer shows a portion of un-approximated tissue with poorly formed staples.